Event description:
A physician reported that the fluid and air exchange was no possible since there was no air coming out of the cassette. The procedure was completed by replacing the product with new one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A posterior pack was returned and visually inspected. The pos 3 identification tab of the pinch plate was broken off. The cassette was recognized as a posterior cassette with manual stopcock (incorrect) but and pass priming and intraocular pressure calibration successfully. However, during fluid air exchange (fax) mode, fluid (instead of air) continued fluid flow will observed as described in this reported event. Although the console recognizes the cassette as a posterior cassette type, the broken identification tab contributes to improper recognition by the console (cassette with manual stopcock). This observed issue will result in no air during fax mode. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. The root cause of the customer's complaint is related to an error in the molding process of the identification tabs to the pinch plate during manufacturing. The molding defect observed can result in unwanted stress on the identification tab during cassette ejection and can break off. After an investigation of this complaint, it has determined that no further actions will be pursued at this time. No adverse trends have been observed associated with the reported product and event. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received that the issue occurred during vitrectomy surgery.

Manufacturer narrative:
Additional information provided in b.5., h.6. And h.11. Corrected information provided in e.1. Product evaluation was not able to be performed since the reported product was not received at the investigation site for evaluation. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information, the investigation was unable to conclusively identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).